Event description:
User facility reported following "a successful" novasure endometrial ablation in 2009, the pt returned to the physician's office with abdominal pain. During follow-up the following month, the physician reported the pt returned to his office within 24 hours, the day after the ablation, with a temperature of 103 degrees fahrenheit. The pt was sent to the emergency room with uterine tenderness. She was found to have an elevated while blood cell (wbc) count; results "12.6". The pt was admitted and given intravenous (IV) antibiotics (medication unk). He reported the pt improved quickly and was discharged home (date of discharge unk) with 2 antibiotics; levaquin (levofloxacin) and flagyl (metronidazole). Subsequently, blood cultures, drawn the same day, were found to be negative. He reported "she is doing fine at this time". A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound ( not a hologic device) were done prior to the ablation and a hysteroscopy was done following ablation.

Manufacturer narrative:
The device is not being returned by the complainant, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) and sterile lot records review could not be conducted for the disposable device, as a lot number was not provided by the complainant. Based on info obtained to date, no direct correlation can be made between the reported event and the novasure system. If add'l relevant info is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) under other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.